Manufacturer narrative:
The stent was not implanted in the proper location, but remains in the patient's eye therefore the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The IFU (us) states that the safety and effectiveness of the istent inject trabecular micro bypass system has not been established for implantation of more than two stents in one eye. Based on available information, the root cause of the reported issue is likely due to operational context. MFR# reference: (B)(4).

Event description:
It was reported that during a left eye trabecular micro bypass stent system procedure, the surgeon implanted 1 stent posteriorly to the trabecular meshwork (tm) and the scleral spur. The malpositioned stent appeared secure in paced. Thus, the surgeon decided not to remove the stent from the patient¿s eye. The surgeon used a backup device and successfully completed the procedure with implantation of 2 stents. Per report, lack of intraoperative gonioscopy experience contributed to the reported event.